Event description:
A health care professional (hcp) reported a consumer was having an MRI for the knee, not related to the device, and the consumer noted that the device was non-functional. The hcp did not know what non-functional meant and had no further information. No symptoms were reported. Indication for use included chronic low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) reporting that the patient was having an unrelated MRI of the brain and cervical spine. The patient had reported to the hcp that the device had not worked in several years. It was stated that the patient had not elaborated any further on this. There were no medical symptoms reported. The hcp mentioned that the patient had a spinal fusion at some point. The hcp did not provide further information about the spinal fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.